Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation and the reported event could not be confirmed. The medical investigation concluded that this complaint from the redapt clinical study reports the revision of a hip secondary to an ¿infection of the prosthesis¿; the shell, liner, neck and head were exchanged. The study report states this event as not related to the prosthesis and possibly related to the procedure. No clinical/medical documentation was provided for this investigation. Without supporting clinical/medical documents, a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Infection is a complication that can be associated with any surgery. Some potential probable causes could include contamination, patient reaction or a post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the devices or additional information be received, the complaints will be reopened. No further investigation warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that patient had infection of prosthetic hip joint and liner, head and neck were exchanged. Stem was still implanted and there was a dull revision of the acetabulum.